Manufacturer narrative:
Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a transcatheter aortic valve implant (tavi) procedure, ((B)(6) 2016), surgery was required to treat a peripheral perforation and that five days later the patient died. The patient presented with a calcified aortic annulus and a severely calcified iliofemoral anatomy. The computed tomography (CT) scan revealed severe, but not prohibitive peripheral vascular disease. Vascular access was obtained via the right femoral artery. A lotus introducer was slowly advanced over a super stiff wire, but due to severe calcification, resistance was met soon after the transition point of the introducer sheath passed into the atriotomy site. A decision was made to attempt to gradually dilate up the iliofemoral vasculature with progressively larger dilators. However, on removal of the introducer from the large lotus sheath, there was active hemorrhage around the sheath. Contrast injection into the lotus sheath demonstrated active extravasation at the level of the right external iliac artery and so a 14mm non-bsc balloon was rapidly passed over the super stiff wire into the large lotus sheath and inflated to 2 atm within the right common iliac artery. Further contrast injection into the sheath suggested adequate occlusion of flow and the vascular surgeons were on hand to perform rapid exploration and surgical repair of the right external iliac artery perforation via insertion of a graft. Once hemostasis was achieved, a puncture of the right femoral graft was performed so that a pigtail catheter could be advanced to the distal aorta via a 5 french sheath. Angiography demonstrated no extravasation of contrast but evidence of a dissection immediately above the graft extending up to the distal segment of the right common iliac artery. This was successfully treated with insertion of an 8 x 27mm express ld vascular stent. At this point, it was felt that further attempts at tavi through both a newly inserted graft and vascular stent would be too high risk. On (B)(6) 2016, seven (7) days post procedure, the patient died.